Manufacturer narrative:
The 510k#: k061118.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultramini meter was displaying only the display test screen and would not proceed with testing. The (B)(6) was able to classify the complaint based on the information provided to customer service. On an unspecified date in approximately (B)(6) 2011 the patient noted the reported meter would display only the "888" display test screen, and would not proceed to the testing mode. The patient was unable to obtain a blood glucose reading. During this time period, the patient took her usual doses of lantus insulin 50 units three times per day. One week afterwards, the patient experienced the symptoms of headache, mood swings, weakness, frequent urination and blurred vision. The patient went to the emergency room, where her blood glucose level was tested to be 500 mg/dl. The patient was treated intravenously with fluids and insulin. It was not possible to troubleshoot the reported meter issue, as the patient had discarded the meter. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.